Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the force bipolar instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the ¿tip joint¿ of the force bipolar (fb) instrument was dislocated and came off. The customer used a backup fb instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the customer stated that parts of the hinge of the fb instrument came off. There was no fragment falling inside the patient¿s anatomy. The instrument was removed together with the cannula. Port incision was not increased to remove the instrument and cannula together. The customer believes the fb instrument collided with another instrument. The procedure was delayed less than 20 minutes because the customer had to undock the system to remove the instrument with the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed. The instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip near the base, closest to distal clevis pin that extended further than manufactured. Additionally, a segment of conductor wire was found to be dislodged at the distal end. The wire insulation was not damaged. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.